Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy procedure, while working on the right colon, the device partially fired by 50% then it jammed. The staple line was incomplete. Staple line was fixed by doing re-section and re-stapled using a new stapler. Colon was transected proximal to initial transection.